Event description:
It was reported that during a ptca procedure, the balloon separated from the shaft while pulling back on the catheter. All pieces retrieved. No pt injuries or complications occurred.